Event description:
(B)(4). Event occurred in the united states. It was reported that the patient faced bent cannula issue and experienced diabetic ketoacidosis. The patient was sick, throwing up and had high blood glucose level reported to be over 600 mg/dl. On (B)(6) 2016, the patient was admitted to the hospital. As corrective treatment, the patient received insulin drip and was hospitalized for four days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.